Manufacturer narrative:
Product information was not provided. Manufacture date could not be determined.

Event description:
The advocate stated her mother received a blood glucose reading of 235mg/dl on her meter. The hospital reading was 325mg/dl. The customer was in the hospital due to kidney failure. Because of the difference in the readings, the advocate wondered if she had been medicating her mother incorrectly, which might have contributed to her kidney failure. Further information was not provided. A new meter was sent to the customer.